Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
Facility reported that the powerpicc solo 4fr was placed on (B)(6) 2016. Patient went in for her weekly appointment and the infusion nurse noted a wire in the distal PICC hub. The patient was admitted as an outpatient to interventional radiology for removal of the PICC. Patient had completed her treatment, device did not need to be replaced.